Manufacturer narrative:
The impella cp pump was returned. No biomaterial was found in the pump. The cause of bacteria on the pump was unable to be determined. Data logs were reviewed and did not indicate any issue that could be related to infection. Sterilization records were reviewed, and the pump passed all incoming inspection. Impella cp was properly sterilized, the bacteria was likely not present on the pump prior to use. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related this failure mode in this lot.

Event description:
The complainant reported a (B)(6) japanese male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the physician suspected infection. As a result, the impella was explanted. Impella¿s pig tail testing confirmed a very small amount of staphylococcus epidermidis. Patient was administered antibiotics.